Event description:
"Blood was leaking from one of the interlink ports. This resulted in the pt losing approximately 200mls of blood. No intervention was required." It is unknown which device was being used to access the port.